Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown. Customer was able to clear the alarm and able to complete insulin pump rewind. Troubleshooting was performed. Customer stated that the drive support cap was normal. Customer performed displacement test and the test was failed. Customer also reported that the insulin pump received no delivery alarm. Customer was advised the insulin pump would need to be replaced, to discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm and no delivery alarm/occlusion during test noted. Motor passed motor test.